Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer¿s mother (caregiver) reported that all night on (B)(6) 2020, the customer received a continuous ¿lo¿ (readings less than 40 mg/dl) message with their adc freestyle libre 2 sensor. The caregiver further reported the customer did not experience any symptoms; however, based on the sensor reading, the customer was treated with juice several times. At 8:02 a.m., a lo scan was received on the sensor, as compared to a capillary result of 298 mg/dl obtained from the built-in meter. The customer¿s mother administered 2 units of rapid insulin as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing, while in the test fixture. All results were within specification. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer¿s mother (caregiver) reported, that all night on (B)(6) 2020, the customer received a continuous ¿lo¿ (readings less than 40 mg/dl) message with their adc freestyle libre 2 sensor. The caregiver further reported, the customer did not experience any symptoms. However, based on the sensor reading, the customer was treated with juice several times. At 8:02 a.m., a "lo" scan was received on the sensor, as compared to a capillary result of 298 mg/dl obtained from the built-in meter. The customer¿s mother administered 2 units of rapid insulin as treatment. There was no report of death or permanent injury associated with this event.